Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
During preparation for an angioplasty procedure, prior to inserting the product in the patient, the stent dislodged from the (sds) stent delivery system when it was wiped with a wet four by four. There was no patient injury.